Event description:
The surgeon reported that attempted implantation of the istent resulted in iridodialysis and a cleft was inadvertently created. The istent fell into the cleft and into the posterior chamber and was not retrievable. Postoperatively the patient is doing well. The patient is being monitored and will undergo ubm analysis to try and visualize the stent. Additional information has been requested.

Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. No device identifiers are available at this time. Cyclodialysis cleft and stent malposition are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).